Event description:
Customer reports that sensor needle broke and came apart when attaching to serter. Customer also reports of receiving two calibration errors, changed sensor alert and bad sensor alert. Customer's blood glucose was 115 mg/dl. This was a past event and customer was able to resolve issue with sensor change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.